Event description:
It was reported patient underwent a distal radius repair procedure on (B)(6) 2015. During the procedure, the screws would not engage into the plate. The same plate was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown.